Event description:
It was reported that during a da vinci-assisted surgical procedure the force feedback prograsp forceps instrument sheath was broken. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a cracked main tube approximately 0.276" from the distal tip. A piece of the main tube was found missing. The missing piece measures approximately 2.65mm x 8.18mm. The missing piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.